Event description:
It was reported that the patient called medtronic to ask if there were any recalls on the device, or any reported issues with increased heart rate. Follow up was not possible, as the patient is followed by the (b)46) clinic. Medtronic has been informed not to contact (B)(4) for additional information related to events occurring within the (B)(4) health system. Additionally, per mayo policy, medtronic field representatives are not allowed to be present during implant or explant procedures, and as such, the information provided by the hospital or patient is all that can or will be obtained regarding the event. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419588 lead 2014 (B)(6). (B)(4).